Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site and the ipg was non-functional. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.